Event description:
On (B)(6) 2012, the reporter contacted animas for an unrelated issue, and during troubleshooting of the pump there were multiple small prime volumes noted. The reporter stated that the small prime volumes occurred with site/set changes. The reported small prime volumes indicate that the tubing was being primed during the load step instead of during the prime step. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the pump history showed no alarms related to the complaint; there were no loss of prime warnings observed in the black box. A rewind, load, and prime sequence was performed successfully with no alarms. A loss of prime warning was induced during testing and the pump emitted the appropriate audio-visual alerts. Investigation revealed that the force sensor resistance measurement was out of specification.